Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with pre-operative diagnosis of severe degenerative disk disease with bilateral foraminal stenosis and l5 root compression. The patient underwent following procedures: total laminectomy and bilateral foraminotomy,l5-s1. Discectomy l5-s1. Posterior lumbar interbody fusion l5-s1. Biomechanical spacing devices with bmp. Pedicle screws. As per operative report: ¿a 10 mm x 22 mm spacing device impacted with rhbmp-2/acs from the ipsilateral side was placed. Bone recovered from laminectomy and facetectomy from opposite side toward the midline against the previously placed graft was placed. Ipsilateral spacing device combined with rhbmp-2 was placed.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.